Event description:
It was reported that the patient was doing the trial which started yesterday. The patient was experiencing a fading sensation. Last night his symptoms seemed to have been controlled. When the patient woke up this morning, he was not feeling stimulation. He turned up stim to 9 but the stimulation faded 3-4 seconds after increasing stim. The patient was (B)(6) and the writing on the box is very small and makes it hard to read and he "doesn't think much of it at all". This morning when he got up the green light was blinking showing him the stim was on but he was not able to feel the stimulation and he increased it. The patient wanted to know when they do the implant would that effect a patients legs and their ability to walk. The patient was under the impression that they would implant the implantable neurostimulator (ins) and they would be done. He didn't know that he would have a programmer to adjust stimulation or change a program. The patient felt the doctor should be telling his patients this information instead of not letting them know. The patient wanted to know if he were to turn off stimulation for a while, then increase stim until he felt the stim and left it at that setting and then just tracked his symptoms. One day later, the patient reported, he was doing the trial and the yellow light was flashing and he wasn't feeling stim at this time. The patient tried to increase stim with the dial and was still not feeling stim. The patient did not have replacement batteries. He was home bound and was not able to get any batteries. The patient was upset that he was not told that he may have to change the batteries during the trial. Additional information received from the healthcare provider noted that the patient did not have 50% or greater symptom reduction. The cause of the event was wire migration. No troubleshooting or interventions were performed. Regarding were any malfunctions seen or cause of issue determined, it was noted: no. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).